Event description:
It was reported that the device was leaking fluid. Add'l info had been requested and on (B)(6) 2013, the following info was provided: the hand piece had come back from repair. The handpiece was tested to make sure it was working. It was noted that there was a small leak at the base of the attachment. The device was not used and nobody was harmed.

Manufacturer narrative:
To date, the device involved in the reported incident has not been received for eval. An investigation has been initiated based upon the reported info.